Event description:
It was reported that the customer was experiencing high blood glucose and insulin was found inside the reservoir compartment while replacing the reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected one sealed and two opened and used reservoirs. Performed leak test and reservoirs passed per specifications. No leakage anomaly observed during the analysis. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked into place properly.